Event description:
This is 1of 1 report for complaint (B)(4).

Event description:
A report was received regarding a lumbar fusion procedure. As the surgeon was inserting the screw, the head of the screw came off. All parts were retrieved. The surgeon used a different screw to complete the procedure with no further problem. No adverse effect to the patient was reported.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Date product received for evaluation. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
This device used for treatment and not diagnosis. The disposition for this complaint from a design perspective is invalid due to: the head is removable and the returned parts met the design requirements when reassembled and the screw head thread condition appears to be the result of the holding sleeve becoming loose during screw insertion which contributed to the breakage and also to misuse.

Manufacturer narrative:
Device used for treatment and not diagnosis.

Manufacturer narrative:
Investigation is ongoing. A device history record review was conducted and found no discrepancies that would be associated with this complaint.